Event description:
Literature was reviewed regarding a patient who underwent transcatheter aortic valve replacement with a medtronic 34 mm evolut r system. During the first deployment attempt, two-thirds of the valve was deployed from the delivery catheter system, but a high implant position was observed. The valve was recaptured and redeployed to an optimal depth, but the inflow part of the valve appeared to be under-expanded with the appearance of a vertical line in the axis of the valve indicating infolding, which was persistent after the valve was fully released. Transesophageal echocardiography (tee) showed severe aortic insufficiency, so a post-dilation was performed with a 27 mm balloon with ¿only partial correction of the infolding with change in the fluoroscopic appearance from a vertical line to distortion limited to the level of the annulus.¿ using a larger balloon, another post-dilation was performed, which fully corrected the infolding. Repeat tee revealed only trace paravalvular leak. No additional adverse effects or product performance issues were noted.

Manufacturer narrative:
Citation: karrowni w, fakih s, nassar p. Infolding of self-expandable transcatheter heart valve: case report and review of literature. Cureus. 2020;12(8):e10093. Published 2020 aug 28. Doi:10.7759/cureus.10093 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.